Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure not going in the direction they are supposed to / migration of device"), ovarian cyst ("12 golf sized cysts") and hypomenorrhoea ("my periods are only a day long") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), hypomenorrhoea (seriousness criterion medically significant), pelvic pain ("sharp pains come and go / chronic pelvic pain"), dysmenorrhoea ("sharp pains come and go / the worst was when she had her period"), weight increased ("I have put on so much weight with them") and weight loss poor ("extremely hard to lose the weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2016), surgery (ovarian cysts removal) and surgery (ovarian cysts removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, hypomenorrhoea, pelvic pain, dysmenorrhoea, weight increased and weight loss poor outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, hypomenorrhoea, ovarian cyst, pelvic pain, weight increased and weight loss poor to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case is now potential legal. Essure was inserted on (B)(6) 2003 and removed on (B)(6) 2015 via laparoscopic bilateral salpingectomy. Hysterectomy was performed on (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure not going in the direction they are supposed to / migration of device"), the first episode of ovarian cyst ("12 golf sized cysts") and hypomenorrhoea ("my periods are only a day long") in a 29-year-old female patient who had essure (ess205) (batch no. 12238082 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2000, live birth on (B)(6) 2003, dysuria, chronic diarrhea, foggy feeling in head and memory loss. Previously administered products included for an unreported indication: ortho evra from 2003 to 15-aug-2003 and tylenol. Concurrent conditions included overweight and anesthesia. Family history included mental disorder nos (grand mother). In 2003, the patient experienced pelvic pain ("sharp pains come and go / chronic pelvic pain/ pain/ pelvic pain(constant, severe)/ pain worse"), dysmenorrhoea ("sharp pains come and go / the worst was when she had her period/ dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of ovarian cyst (seriousness criterion medically significant), hypomenorrhoea (seriousness criterion medically significant), weight increased ("I have put on so much weight with them/ weight gain"), weight loss poor ("extremely hard to lose the weight"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of ovarian cyst ("ovarian cyst"), alopecia ("hair loss"), rash ("rashes"), abdominal distension ("stomach swell"), abdominal pain ("severe abdominal pains"), genital discharge ("metal smell from down below"), insomnia ("insomnia") and rash macular ("spots on my body"). The patient was treated with surgery (robotic total laparoscopic bilateral salpingectomy on (B)(6) 2015 and hysterectomy on 05-feb-2016), surgery (ovarian cysts removal) and surgery (ovarian cysts removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, hypomenorrhoea, dysmenorrhoea, weight increased, weight loss poor, vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, the last episode of ovarian cyst, abdominal distension, abdominal pain, genital discharge, insomnia and rash macular outcome was unknown and the pelvic pain, migraine, nausea, vaginal discharge, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital discharge, headache, hypersensitivity, hypomenorrhoea, insomnia, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, weight loss poor, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: the left tubal ostia is noted to have 5 coils protruding into the endometrial cavity and the right tubal ostia is noted to have 2 coils protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, ovarian cyst, alopecia, rash, abdominal distension, abdominal pain, parosmia, insomnia and rash macular. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure not going in the direction they are supposed to / migration of device"), the first episode of ovarian cyst ("12 golf sized cysts") and hypomenorrhoea ("my periods are only a day long") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12238082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2000, live birth on (B)(6) 2003, dysuria, chronic diarrhea, foggy feeling in head and memory loss. Previously administered products included for an unreported indication: ortho evra from 2003 to (B)(6) 2003 and tylenol. Concurrent conditions included overweight and anesthesia. Family history included mental disorder nos (grand mother). In 2003, the patient experienced pelvic pain ("sharp pains come and go / chronic pelvic pain/ pain/ pelvic pain(constant, severe)/ pain worse"), dysmenorrhoea ("sharp pains come and go / the worst was when she had her period/ dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of ovarian cyst (seriousness criterion medically significant), hypomenorrhoea (seriousness criterion medically significant), weight increased ("I have put on so much weight with them/ weight gain"), weight loss poor ("extremely hard to lose the weight"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of ovarian cyst ("ovarian cyst"), alopecia ("hair loss"), rash ("rashes"), abdominal distension ("stomach swell"), abdominal pain ("severe abdominal pains"), parosmia ("metal smell from down below"), insomnia ("insomnia") and rash macular ("spots on my body"). The patient was treated with surgery (robotic total laparoscopic bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2016), surgery (ovarian cysts removal) and surgery (ovarian cysts removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, hypomenorrhoea, dysmenorrhoea, weight increased, weight loss poor, vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, the last episode of ovarian cyst, abdominal distension, abdominal pain, parosmia, insomnia and rash macular outcome was unknown and the pelvic pain, migraine, nausea, vaginal discharge, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypomenorrhoea, insomnia, menorrhagia, migraine, nausea, parosmia, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, weight loss poor, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: the left tubal ostia is noted to have 5 coils protruding into the endometrial cavity and the right tubal ostia is noted to have 2 coils protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, ovarian cyst, alopecia, rash, abdominal distension, abdominal pain, parosmia, insomnia and rash macular. Most recent follow-up information incorporated above includes: on 2-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data were added. Updated suspect drug inaction and lot number as 12238082. In 2003, she had migraines, headaches. In 2010, she had abnormal bleeding (vaginal), menorrhagia, bladder disorder, urinary problems or changes. In 2012, she had vaginal discharge. On an unknown date, she had depression, anxiety, allergic reaction, nausea, fatigue, ovarian cyst, hair loss, rashes, stomach swell, severe abdominal pains, metal smell from down below, insomnia, spots on my body. And updated onset date of event, events and outcome. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure not going in the direction they are supposed to / migration of device"), the first episode of ovarian cyst ("12 golf sized cysts") and hypomenorrhoea ("my periods are only a day long") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12238082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2000, live birth on (B)(6) 2003, dysuria, chronic diarrhea, foggy feeling in head and memory loss. Previously administered products included for an unreported indication: ortho evra from 2003 to (B)(6) 2003 and tylenol. Concurrent conditions included overweight and anesthesia. Family history included mental disorder nos (grand mother). In 2003, the patient experienced pelvic pain ("sharp pains come and go / chronic pelvic pain/ pain/ pelvic pain(constant, severe)/ pain worse"), dysmenorrhoea ("sharp pains come and go / the worst was when she had her period/ dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of ovarian cyst (seriousness criterion medically significant), hypomenorrhoea (seriousness criterion medically significant), weight increased ("I have put on so much weight with them/ weight gain"), weight loss poor ("extremely hard to lose the weight"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of ovarian cyst ("ovarian cyst"), alopecia ("hair loss"), rash ("rashes"), abdominal distension ("stomach swell"), abdominal pain ("severe abdominal pains"), genital discharge ("metal smell from down below"), insomnia ("insomnia") and rash macular ("spots on my body"). The patient was treated with surgery (robotic total laparoscopic bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2016), surgery (ovarian cysts removal) and surgery (ovarian cysts removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, hypomenorrhoea, dysmenorrhoea, weight increased, weight loss poor, vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, the last episode of ovarian cyst, abdominal distension, abdominal pain, genital discharge, insomnia and rash macular outcome was unknown and the pelvic pain, migraine, nausea, vaginal discharge, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital discharge, headache, hypersensitivity, hypomenorrhoea, insomnia, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, weight loss poor, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: the left tubal ostia is noted to have 5 coils protruding into the endometrial cavity and the right tubal ostia is noted to have 2 coils protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, depression, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, ovarian cyst, alopecia, rash, abdominal distension, abdominal pain, parosmia, insomnia and rash macular. Most recent follow-up information incorporated above includes: on 19-feb-2018: correction following company internal coding review. The event metal smell from down below was recoded to vaginal odour. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.